Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date using a competitor's implants. Subsequently, the patient was revised for a periprosthetic fracture. During the revision hemi arthroplasty surgery, the patient's condition deteriorated, and the patient died of cardiopulmonary arrest. It is not known whether the patient had any underlying medical conditions that may have been related to the event. The patient's cardiopulmonary arrest occurred after the bone cement and stem were inserted into the patient. The cement is a competitor product. The cause of the cardiopulmonary arrest was not determined; however, no causal relationship between the death and the product has been noted. There was no patient information or medical records available. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). D10: cat# unknown lot# unknown depuy bone cement g2: foreign: country: japan no product was returned for evaluation. It was reported that a competitor product was being revised in a hip procedure. After competitor cementation and stem insertion, the patient's cardiac condition deteriorated leading to cardiac arrest without resuscitation. The patient's age and comorbid conditions remain unknown. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Side effects of the administration of anesthesia are a known cause of cardiac stress during the intraoperative and postoperative recovery. Most patients with a cardiac history will have a cardiac workup prior to clear them for surgery to demonstrate the patient's cardiac status is fit to withstand the stress of anesthesia, positioning, and surgery. As the reported complaint indicated, a cardiac complication developed intraoperatively, but any further intervention was insufficient to prevent the terminal outcome. As the reported event was unrelated to the implanted stem, a review of the device history records was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.